Event description:
It was reported that a user experienced intermittent unresponsiveness of the ilet device screen, though the screen functioned normally during real-time troubleshooting and education was provided on calling customer care if the issue recurs. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included real-time functional check and user education on troubleshooting steps. Investigation of this case revealed no device malfunction replicated during support and no hardware defect observed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce.